Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient's mother indicated that the sensor was inserted in an unsecured spot on the patient's abdomen. The patient's mother will replace sensor when she gets home. No injury or medical intervention was reported.